Manufacturer narrative:
D9: date returned to mfg.: 7/16/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿incorrect operation of patient controlled analgesia (pca) pump by nursing staff in general wards" was confirmed. There are three different codes: keypad, doctor, and admin. It was unknown which code was forwarded to the nursing staff. It is up to the hospital to decide which codes are issued. All codes can also be individually configured. The codes are printed in the user manual, but this is intended only for physicians and system administrators. No defects/discrepancies were noted during the visual inspection. The reported issue was determined to user related issue. No further action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that patient endangerment occurred due to incorrect operation of the patient-controlled analgesia (pca) pumps by nursing staff. The flow rate of the pump was doubled due to incorrect operation. No adverse patient effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.